Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Device has been explanted and discarded.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported a left side rupture "broken implants" discovered upon explant surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Later healthcare professional reported capsular contracture baker grade iii. Healthcare professional reported a left side rupture discovered upon explant surgery. Device has been explanted and replaced.